Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received in near-factory condition with only slight discoloration around etches. Product development evaluation noted the instrument was able to reduce the rod and release without issue during reduction validations testing. Instrument behaves as designed. Jamming was likely due to improper attachment to the implant. This complaint is invalid from a manufacturing perspective.

Event description:
(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
Synthes (B)(6) reports: during a lumbar fusion, the surgeon used the simple persuader on a matrix polyaxial screw to reduce the rod, and the persuader jammed on the screw head. The surgeon attempted to remove the persuader, first by squeezing the handle, and then by trying to separate the handle of the instrument. The surgeon tapped on the handle to try to pry it off the screw head, but the head of the polyaxial screw broke off with the persuader. The surgeon removed the screw that was left in place and replaced it with another matrix polyaxial screw without any further problem. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records was performed and no complaint related issues were found.